Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the system didn't start and was stuck at 00:00. Review of the log file didn't confirm the reported malfunction. The fse found that the application did not start and the flexvision pc was defective. The fse performed system upgrade and found that the xtravision console was experiencing difficulty in calibrating its application. The diagnostic tool detected error in the flexvision pc. The fse replaced the flexvision pc to resolve the issue. Later the host pc was upgraded by the fse since the flexvision pc and the pc software was upgraded. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system will not start. The device was outside clinical use at the time of the event. No patient harm was reported.